Event description:
The six month post enterprise vrd assisted coil embolization follow up angiogram revealed that the enterprise stent had migrated proximally and it was no longer covering the neck of the aneurysm. Because the pt is stable and the coil mass intact, no further procedures are planned. The aneurysm location was the (rica) right internal carotid artery that measured 4.49 mm proximally and 4.5mm distally. During the procedure, there were no difficulties placing the enterprise stent. The enterprise vrd is intended for use with embolic coils for the treatment of wide-neck, intracranial, saccular or fusiform aneurysms arising from a parent vessel with a diameter of 2.5mm and 4mm. Placement of the device in a vessel with a proximal and distal diameter larger than indicated in the instructions for use (IFU) is an identified factor contributing to the event.

Manufacturer narrative:
The stent remains implanted and the lot number is not available; therefore, a device history record review cannot be completed. Based on the available information, it appears that clinical factors contributed to the event; there is no indication that it is design or manufacturing related.